Event description:
It was reported that on (B)(6) 2024 , the epatch sensor - 2.0 was cracked and bulging on the back of the sensor. The front of the sensor looked melted. It is unsure if this occurred when the sensor was being charged at the time of the event however, the charger smelted like it had burned. No injuries were reported.